Event description:
It was reported that via merlin transmission, post-paced t-wave oversensing was observed on the ventricular channel was observed. Programming changes were recommended and will be made during patients next follow up. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post-paced t-wave oversensing on the ventricular channel was observed via a merlin at home transmission. The patient was asymptomatic. Reprogramming changes were made.